Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was found to be in monitor only mode during a routine follow-up visit. It was reported by the health care provider who contacted cpi that the patient works around alternators and is not able to hear the tones of the device. The patient recalled working near a running alternator recently.